Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-13477. It was reported that the patient was experiencing ineffective stimulation due to lead migration. Imagining tests confirmed lead migration. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 2: reference MFR. Report:1627487-2018-13477, 1627487-2018-13478. It was reported that surgery took place to explant and replace the leads, which addressed the issue.

Manufacturer narrative:
The patient's weight was corrected as it was incorrect in the previous report due to a typo.